Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed in the laboratory. Based on device parameters and usage information, a longevity calculation was performed and found to be within longevity estimations. Bench, and automated electrical tests were all normal. All power consumption measurements were normal.

Event description:
It was reported that the device was at eri after two years implant. The physician believed it was premature eri.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Other text : device evaluation anticipated, but not yet begun.